Event description:
Kimberly-clark received a report stating, "the doctor accidentally placed one of the t-fastners into the colon, thinking he was in the stomach. Patient is doing well. Peg was in colon but no posterior leak I believe because of the t fasteners. A separate g j was placed and the prior peg left in place without use for now." There was no product failure noted. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. Directions for use state that the placement procedure is to be done after marking the skin for placement. "Prior to insufflation place a skin mark over the desired tube placement site and define the gastropexy pattern by placing three skin marks equidistant (2 cm apart) from the tube insertion site and in a triangle configuration." And with the aid of a laproscope "determine the gastrostomy site using finger depression on the abdominal wall and visualization with the laparoscope..." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.